Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that a lead revision was performed because the lead was too low for coverage in low back. The paddle lead was pushed up higher and the patient had good back coverage with 4 programs. The patient was requesting more groups at the time of the report, even though the reporter noted that he did not need them for coverage, so it was unknown why the patient was requesting this. There were no therapy issues. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.